Event description:
It was reported that the device would intermittently not advise a defibrillation shock on a shockable ventricular fibrillation waveform. The customer advised that they found this issue during a daily check of the device. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
After further evaluation of the electronic patient record, it was determined that no device failure actually occurred. A clinical review was performed by physio-control and it was determined that the ECG waveform provided to the device during testing was from a patient simulator, which is not a valid source of testing the device for detecting a shockable rhythm. The review has determined that the device did function correctly.